Event description:
Healthcare professional reported "deflation". This record is for the "right" side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend summary confirmed: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 3577999. The search criteria of these queries are mentioned on (B)(4). The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for a050401 fluid/blood leak (deflation). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.